Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter was unable provide a specific blood glucose amount at the time, but stated that the patient had large ketones. The patient visited an emergency room where they were treated with insulin via injection. The patient had discontinued pump therapy at the time of the call. The reporter alleged that the pump¿s motor had stopped working, causing the pump to cease insulin delivery. This complaint is being reported based on the allegation that a motor issue caused the pump to stop insulin delivery, leading to the patient visiting the emergency room.

Manufacturer narrative:
Date of submission 19-jun-2018. The device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: a review of the pump black box showed the last basal delivery was on (B)(6)2018. There was no evidence of a motor issue observed in the black box; multiple pump reboots had occurred and the time/date was not corrected by the user; the pump ran on the default setting. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No warnings, pump reboots or delivery interruptions occurred during testing. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display and multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.